Event description:
Philips received a complaint alleging that ¿the detector has been dropped¿. The remote service engineer (rse) contacted the customer and confirmed that the detector was dropped. Calibration was performed and the battery position in the detector was verified. The detector tested okay after calibration and there were no artifacts on the image. No harm was reported.

Manufacturer narrative:
Ref ID: (B)(4). The digitaldiagnost r4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on digitaldiagnost r4.x indicating that the detector was dropped. The device was in clinical use, and there was no harm to the patient or user. The remote service engineer (rse) contacted the customer and confirmed that the detector was dropped. Calibration was performed and the battery position in the detector was verified. The detector tested okay after calibration and there were no artifacts on the image. Based on the information available and the testing conducted, the cause of the reported problem was a detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error). The device was calibrated and returned for clinical use.

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00058 (B)(4): 1. Contact office: changed from (B)(6) to (B)(6). 2. Report source - changed from "company representative, foreign, health. Professional, user facility," to "company representative, foreign, health professional."

Manufacturer narrative:
Reference ID: (B)(4). (Following are the corrections made pertaining to emdr report number 3003768251-2024-00058 ((B)(6)): box d: suspect medical device. Product UDI info updated. Changed from "blank" to "(B)(4)".